Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Journal article: dicesare, j.a.t., tucker, a. M., say, I., patel, k., lanman, t. H., coufal, f. J., millard, j., deckey, j. E., shetgeri, s., & mcbride, d. Q. (2020). Mechanical failure of the mobi-c implant for artificial cervical disc replacement: report of 4 cases. J nerosurg spine, 33, 727-733. Https://thejns.org/doi/abs/10.3171/2020.5.spine19442.

Event description:
It was reported that a patient who had underwent cervical disc replacement with a mobi-c to treat cervical radiculopathy subsequently developed symptomatic segmental kyphosis, requiring a revision surgery 2.5 years post-op. The initial presentation was a history of c5-t1 acdf w/ neck and arm pain; an MRI showed severe spondylosis and c4-5 herniated disc. The initial surgery to correct this was for c4-5 and resulted in a 27 degree shell angle and post-operative symptoms of neck pain w/o radiculopathy. The revision surgery, an anterior cervical fusion, was successfully performed 2.5 years later with resolution of all symptoms.

Event description:
It was reported that a patient who had underwent cervical disc replacement with a mobi-c to treat cervical radiculopathy subsequently developed symptomatic segmental kyphosis, requiring a revision surgery 2.5 years post-op. The initial presentation was a history of c5-t1 acdf w/ neck and arm pain; an MRI showed severe spondylosis and c4-5 herniated disc. The initial surgery to correct this was for c4-5 and resulted in a 27 degree shell angle and post-operative symptoms of neck pain w/o radiculopathy. The revision surgery, an anterior cervical fusion, was successfully performed 2.5 years later with resolution of all symptoms.

Manufacturer narrative:
H4 additional method codes: 4109, 4110. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Pre-operative, intra-operative and post-operative images were available in the associated journal article. Sme review of the available information and images identified poor endplate coverage of the superior plate and degenerated facet joints(contra-indication). Additionally, the article notes that the operating surgeon was aware that implanting a mobi-c device adjacent to an existing fusion construct was off-label and might results in a higher failure rate, the patient was notified of this but insisted on a the cervical disc replacement. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific factors including degenerated facet joints, implant sizing, and off label use(implantation adjacent to fusion construct) DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.